Event description:
Customer alleged the upper arm adapter part on the back cane broke off the left side. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that this tdxsp power chair is part of their loaner fleet. The repair technician at the dealership stated that he noticed the arm was loose on the power chair and when he touched it the upper arm adapter broke off. The power chair is currently in the warehouse awaiting repair. It will not be returned to the fleet until repaired there is potential for harm due to no rear mount. The replacement parts are on a warranty (B)(4). No injury.